Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced difficulty plugging the usb cable into the usb port in order to charge the pump. Reportedly, there was something stuck inside the usb port. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method for insulin therapy.